Event description:
Device malfunction: none. Symptoms: bradycardia, hypotension. Time of symptoms: during the procedure on 5/10/2006 and stop dates were 5/13/2006 (bradycardia) and 5/12/2006 (hypotension). It was reported that during the procedure on 5/10/2006 the patient experienced bradycardia and hypotension. Start date was 5/10/2006 for both bradycardia and hypotension and the condition is not continuing. The stop dates were 5/13/2006 (bradycardia) and 5/12/2006 (hypotension). The condition was not pre-existing. The action/treatment for the bradycardia was neosynephrine and for the hypotension was vasopressor/inotropes. The patient's outcome for both events were resolved. No additional information was available.

Manufacturer narrative:
The patient and device codes in h10 were coded by the manufacturer. Internal file number-82409/1: during processing of this complaint, quality assurance attempted to obtain complete event information, including patient information and patient status from the hospital, field contact or distributor.